Event description:
Went to place a 5fr mynx closure device in the right femoral artery. The sheath was noted to be kinked right at the hub of the sheath, the mynx introducer would not pass through. Dr. Was made aware advised to try wire, a wire was unable to be passed through the kink, dr also made aware that wire would not pass. Dr advised to put the dilator slightly into the sheath with wire. The dilator was able to be slightly inserted to straighten the sheath. Mynx then went into sheath without issue, deployment was uneventful. Patient noted to be wanting to have his head up and baring down. Due to patients movement, body size, and angle of the sheath, the mynx was held slightly up while waiting the two minutes during deployment. Upon deployment and device removal while holding pressure a medium sized hematoma developed distal to the site, mynx failure was presumed and full manual pressure was started. Upon inspecting the mynx, I pulled out the balloon to inspect it, balloon intact however a small piece of the mynx plug about the size of a pin head appeared to be on the balloon. Dr. Made aware of same. Mynx lot: f2406701.